Event description:
It was reported that " surgeon was ready to make burr hole for craniotomy, the midas rex drill did not work. A replacement was obtained and surgery was completed." No patient impact was reported. On follow-up, it was noted that the motor was changed out and the procedure continued without incident. It was confirmed that there was no patient impact.

Manufacturer narrative:
No evaluation was performed, as the part is still in service and was not returned. If the product is returned in the future, a complaint investigation will commence. No deviations were noted in the device history. On follow-up, it was confirmed that there was no patient impact. Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. The ad03 perforator attachment has been in use for 55 months without any record of factory service. The associated em100-a motor was returned and evaluated. The evaluation determined that the motor did not have power.